Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed areas on the instrument main tube where material had been removed. The cause of the scratches on the instrument shaft could not be conclusively determined.

Event description:
It was reported that two instruments had scratches on the shaft. The complaint record states, "fragments did not fall inside of patient." No patient harm, adverse outcome or injury was reported. No additional information was provided.